Event description:
It was reported via international mallinckrodt facility (UK) that difficulties were encountered during attempts t0 extubate one (1), size 6 fen, fenestrated low pressure cuffed tracheostomy tube. Pt required medical intervention and was brought to the hosp where the device was removed, and the pt reintubated. It was further reported that after removal and examination of the 6fen device that the "tube was cracked." The device was in use for approximately two (2) weeks. Limited info available regarding the pt, device usage/maintenance or the event. There was one (1) pt involved with no reported pt injury. The 6 fen device was discarded and as such will not be returned to the MFR for identification, analysis and investigation.